Event description:
It was reported that the subject device had no image. The issue was found during set up of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4. The device was not returned to olympus for inspection, however, an olympus field service engineer was dispatched onsite and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plug in unit replaced and board replaced. Based on the results of the investigation, it is likely there was no image due to plug unit failure and board failure. However, a root cause for the board and plug unit failure could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.